Manufacturer narrative:
The returned test strips were measured a retention meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 38%, donor 2 hct: 42%. Testing results: donor #1: reference meter and master lot strips: 2.5 inr. Retention meter and customer strips: 2.5 inr. Donor #2: reference meter and master lot strips: 2.3 inr. Retention meter and customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 3:30 pm, the result was 3.6 inr. The customer had "double dosed" the strip. At 3:30 pm, the result using a different finger was 4.7 inr. The therapeutic range was 2-3 inr.